Manufacturer narrative:
The device is not being returned to depuy mitek for evaluation and root cause analysis. To date it is not known how the biointrafix interference screw may have failed to cause the alleged injury. Product code(s) and batch number(s) have not been provided so a review of the batch records can not be performed at this time. Depuy mitek is attempting to obtain more information about the event. When and if additional information is received, it will be reflected in a follow-up report will be filed.

Event description:
A report was received by the depuy mitek quality department which stated a (B)(6) old female patient was injured in or after a procedure on (B)(6) 2007 which, among other devices, a depuy mitek biointrafx tapered screw was used. No other information is available as of the date of this report.

Manufacturer narrative:
Depuy mitek has received product code and lot number information for the above issue. The purpose of this follow-up medwatch report is to reflect the new information received to date. In addition, there was a second depuy mitek product involved in the above complaint. An initial medwatch report will be filed to reflect the new information. Please reference manufacturer's reporting number 1221934-2012 00051. The device is not being returned to depuy mitek for evaluation and root cause analysis. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. In addition, a product complaint history has performed on the above lot number. It did not reveal any other complaints for the reported lot number. Depuy mitek will continue to track any related complaints within this device family. No further corrective action is required